Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the probe inner cutter was broken at the port. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the several areas on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The most likely cause for the actuation failure is the observed broken inner cutter at the port. The root cause for the broken inner cutter and actuation failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu) and it appears the excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all and excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken by the manufacturing site as it appears that the observed broken inner cutter and actuation failure was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the actuation and cutting failure occurred during surgery. The surgery was completed after replacing the probe with another one. The procedure type was unknown. The condition of aspiration was unknown. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).